Manufacturer narrative:
The product was not returned for evaluation. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Neurological deficits including stroke are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported cerebellar stroke was an anticipated procedural complication. The hospital disposed of the device.

Event description:
The patient underwent a thrombectomy procedure using a penumbra system 5max reperfusion catheter (5max). A follow up imaging performed a day post-procedure showed a new infarction in a territory outside of the left carotid artery which was not present on the initial scan. This infarction was reported as a cerebellar stroke and was adjudicated to have a possible relationship to the 5max and index stroke and a probable relationship to the angiographic procedure.